Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery tests were not performed due to the motor error alarms. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal rate delivery the customer's blood glucose was 153 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.